Manufacturer narrative:
Based on information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the patient¿s alleged operative complication. The following information is unknown: what hospital the surgical procedures were performed, the names of the surgeons who performed the surgeries, and the name of the patient. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted hysterectomy procedure, the patient was found to have sustained a small bowel perforation. The patient reportedly developed sepsis and required emergency surgery to repair the bowel perforation. However, the root cause of the alleged operative complication is unknown.

Event description:
It was reported through a social media blog that after undergoing a da vinci-assisted hysterectomy with bilateral salpingectomy and pelvic floor repair procedure on (B)(6) 2017, the patient was found to have sustained a small bowel perforation. The patient reportedly developed sepsis and required emergency surgery to repair the bowel perforation. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.